Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as tiny bumps that burn. The patient was prescribed an ointment (type unknown). There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.